Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level low mg/dl due to needing settings adjustments. The customer received assistance from a neighbor and addressed the low bg by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.